Manufacturer narrative:
A visual evaluation found that the double pigtail stent was kinked from the distal end and was also kinked in several locations in the proximal pigtail. Guide catheter was bent in several locations throughout, but the delivery system was functional.   The investigation concluded that tortuous conditions due to patient anatomy or customer manipulation/use/maneuvering can cause the device to bend/coil leading to bends and kinks in the stent and catheter. Due to the kinks and bends with the stent and catheter, the device maybe unable to deploy the stent. Therefore the most probable root cause is ¿operational context.¿   a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during a bile duct drainage procedure in the common bile duct, performed on (B)(6) 2015. According to the complainant, during the procedure, the physician preferred to "use a stent with a thick diameter." Difficulty was encountered during insertion of the device due to the severity of the stricture. After several attempts to advance the device, it was noted that the proximal portion of the stent kinked. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4) stent kinked.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during a bile duct drainage procedure in the common bile duct, performed on (B)(6) 2015. According to the complainant, during the procedure, the physician preferred to "use a stent with a thick diameter". Difficulty was encountered during insertion of the device due to the severity of the stricture. After several attempts to advance the device, it was noted that the proximal portion of the stent kinked. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.